Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line screwed connector of a prismaflex st60 set during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the access screwed connector was observed cracked. Air leak testing was performed, and a leak was observed from the level of the access screwed connector. The reported condition was verified. The most probable cause of the condition was due to mechanical shock applied to the product during shipping, transport or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.